Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 690 mg/dl at the time of the incident. The customer's mother stated that they treated her high blood glucose with insulin drip. The customer's mother also reported that her son felt weak. The time of the hospitalization was 8am and the date of the hospitalization was (B)(6) 2015. The customer's mother stated that her son was wearing the insulin pump during the hospitalization. The customer's mother called back for troubleshooting. The insulin pump will not be returned for analysis.